Event description:
The customer reported a false negative result while running the alinity m hr hpv assay. Sample ID (B)(6) was processed on (B)(6) 2026 with result "not detected". Visual curve inspection shows amplification of "other a" target (max ratio [mr] of 0.10), which was not accepted by the software due to target mr threshold ("other a" threshold of 0.10). Sid (B)(6) was processed a second time on (B)(6) 2026 with result "other a" detected (fractional cycle number [fcn] of 27.14 with mr of 0.13). Visual curve inspection shows lack of amplification for other hpv targets. Results for sid (B)(6) were released from the laboratory as "detected" for "other a" target. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.